Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the bolus button locked < 18 clicks and the hyperglycemia event could not be confirmed. There are no bolus doses left and the bolus mechanism is locked out as expected. The needle mechanism was tested and passed. The device appears to have functioned as intended.

Manufacturer narrative:
The zealand pharma ae assessor attempted to speak with the patient for further investigation of the complaint of symptomatic hyperglycemia (fatigue, polyuria and amenorrhea); highest bg reported on the vgo 40 was 450. Patient reported her usual bg as around 120. The patient would not allow the ae assessor to investigate this complaint. Patient would only state that she spoke with her doctor and she may go back to insulin injections as the v-go devices stop delivering insulin boluses after 6-7 clicks. The patient stated that she changes her v-go device and takes bolus dosing with a new v-go when the bolus buttons "stopped working" to manage her hyperglycemia. It is unknown to the ae assessor how much insulin the patient was using pre-vgo, how many clicks of bolus dosing she is prescribed, if the patient has had any lifestyle changes recently, if the vgo viewing widow is monitored and it the viewing window is monitored, where the gray indicator appears on the v-go viewing window. The patient did state that she has a red rash and visible puncture marks at v-go sites on her abdomen; she denies any signs of infection (no warmth, drainage or tenderness). The v-go adhesive is medical grade and hypoallergenic however some people may have a reaction. No further information could be obtained from the patient the patient informed customer care "her eyes have turned a red color since last month" however she declined to discuss this with the ae assessor.

Event description:
The patient reported that 20 v-go's the bolus buttons locked out after 6 - 7 clicks and that the vgo would stop delivering insulin.. The patient stated she saw the gray indicator stop moving and stayed in the one spot. The patient stated her blood sugar levels went up to 450 when her normal blood sugar levels are around 120. The patient stated because her blood sugar levels have been so high her menstruation did not come this month. The patient stated her other symptoms have been fatigue and frequent urination. The patient stated that because the v-go stopped delivering insulin she had to change it multiple times a day causing skin punctures, a rash and redness. The patient stated her eyes have turned a red color since last month. The patient stated when she reached out to her doctor her doctor advised her to call v-go.